Event description:
Narrative: on (B)(6) 2012: a health professional (clinical specialist CT) at a user facility provided information to a sales representative of a (B)(6) distributer and the sales representative forwarded the information to (B)(6) (operating on behalf of (B)(6)) on the same day with local reference number of (B)(4). On (B)(6) 2012, live follow-up information was obtained from the reporter and included in the initial report. On (B)(6) 2012, a (B)(6) female patient with medical history of lung cancer and weeping ulcer with difficulty to find where to introduce the tube underwent a CT colon examination for ongoing weight loss and anemia and due to refusal of colonoscopy and with protocol co2 insufflator (system model: ezem). Only co2 was insufflated, the total amount of gas used, the duration of the procedure and the maximum pressure were not recorded, but were described as not being extraordinary. No blood pressure, pulse values or oxygen saturation were measured during the CT scan. No other procedure or endoscopy except the CT scan was performed. The CT scan showed free air which led to the diagnosis of bowel perforation. The size and the location of the perforation were unknown. The patient reported no associated symptoms. No treatment was required. The event resolved on an unspecified date. The device was not in use anymore. No internal investigation will be performed at the centre. The reporter considered the cause of the event as patient-related. The reporter did not provide a seriousness criterion, however the company assessed the event as medically significant. Further information has been requested. On (B)(6) 2012: follow-up information was received from a physician directly at (B)(6) (operating on behalf of (B)(6)). She had a history of nsclc (non small cell lung cancer) with left upper lobectomy in 2010 and subsequent persistent scar pain around the thoracotomy scar, iron deficiency anemia, ongoing weight loss (currently (B)(6)), intra hepatic duct dilatation but refused colonoscopy ercp (endoscopic retrograde cholangiopancreatography). On (B)(6) 2012 the virtual colonoscopy was performed to exclude bowel neoplasm and revealed no significant intra-colonic abnormality. A thin crescent of free gas was noted anterior to the rectum with further small amounts of free gas in the retroperitoneum. As this was identified during the reconstruction of the supine images, the study was stopped. No convincing focal perforation could be identified in relation to the rectum. The patient remained completely asymptomatic and haemodynamically stable both initially and after monitoring for two hours. No symptoms occurred at any time. No treatment was required. Outcome: recovered/resolved. This case is medically closed. On (B)(6) 2013: after internal reassessment of the report, the company decided to submit it to regulatory bodies to maintain a conservative approach. (B)(4).

Manufacturer narrative:
For the time being, there is not enough information available to conclude that bowel perforation had occurred due to the co2 insufflation with the ezem protocol co2 insufflator. The only sign was air seen in the CT scan, but the patient all the time was free of symptoms and no treatment was required. Therefore, with the information on hand the event is considered not reportable.